Event description:
The service report shows the customer reported a fluctuation of peep. The customer support engineer (cse) verified that the peep fluctuates. The cse inspected the device and replaced the autozero solenoid. The unit passed extended self testing, and performance verification testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.